Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. Upon interrogation the right atrial lead exhibited oversensing and loss of capture. The device was noted to be programmed to vddr mode. The patient was not atrially dependent and would continue to be monitored.

Manufacturer narrative:
(B)(4).